Event description:
The customer's family or friend reported via phone call that the insulin pump alarmed motor error during the priming process when the customer was changing the reservoir. The customer's blood glucose was 200 mg/dl, which was treated with manual injection. The caller stated that the customer removed and reinserted the battery, and the insulin pump alarmed battery out limit thereafter. He stated that, when he tried to rewind, the insulin pump went forward instead of backward. The caller did not observe any significant events leading to the alarms. The customer was unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.